Event description:
It was reported via repair work order that the zoom drive would disengage during use due to a damaged load cell weldment. However, the unit would still be mobile manually. Additionally, the scale was providing an inaccurate reading due to a malfunctioned scale display assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.